Event description:
Reportedly, three days after the operation was performed, a major leak from the duodenum and an inflamed peritoneum was detected. Therefore, the pt was returned to surgery to address the leak and treat the peritoneum.